Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the hcu 40 did not rewarm patients blood to 37 °c at the end of surgery. Blood temperature stayed at approximately 34/35 °c. Device was replaced with another heater cooler unit. No patient injury was reported. Internal reference: (B)(4).

Manufacturer narrative:
No service order was received despite several requests. Therefore no device analysis results are available. However the technician stated that he does not believe there is an actual failure, but no confirmation was received. Thus the failure could not be confirmed. The complaint will be re-opened if the service order or any new relevant information is received. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).